Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were becoming intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: all of the keypad buttons were intermittently unresponsive. There was no observed damage to the keypad. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad issue, the display was dim and discolored. Additionally, the battery compartment was cracked from the threads to the case seal. There was no evidence moisture or corrosion found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.